Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation.any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). Customer stated that they tried 2, followed instructions and nothing showed up, not even control window.